Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient is reportedly experiencing electrode migration into the ear canal, along with balance issues. The recipient reports dizziness when the device is powered on. CT scan has confirmed electrodes outside the cochlea. The physician has reported that the recipient's ear canal wall has eroded. The recipient is not currently using the device and has requested the device to be removed. Revision surgery will be scheduled.